Manufacturer narrative:
Exemption number e2008002. The total number of events in the 3rd quarter covers 2175 claims for non osseo integrated dental implants worldwide. Compared with the 2nd quarter 2018 a decrease of 16,8% non osseo integration is usually caused by patient condition or wrong product selection by the dentist and is a common and known side effect. Approx. (B)(4) of all sold dental implants that are placed are non osseointegrated. Most of the claims appear within the first 6 months after placement. Out of the 2175 cases only 175 occured in the united states of america. The ratio is statistically analyzed and compared to the value of the (B)(6) our number of non osseointegrated implants is below the average value of the industrial average benchmark. The medical evaluation and the material assessment of all claims concluded that there were no product problems involved in any of the events. In every single case, we could not detect any problems caused by altatec (B)(4) as manufacturer.

Event description:
This report is generated to comply with FDA requirements for asr summary reporting. This report will summarize all claims received during the 3rd quarter 2018 by altatec (B)(4) e2008002.. This report covers 2175 claims for non osseo integrated dental implants worldwide. The failure of the claims is no osseointegration of dental implants to the bone. Non osseo integration is usually caused by patient condition or wrong product selection by the dentist and is a common and known side effect. Approx. 2% of all sold dental implants that are placed are non osseointegrated. Out of the 2175 cases only 175 occured in the united states of america. This summary report also includes very few implant fractures that have been caused by overloading of the implant. This was due to patient condition. Patient problem was bone reduction caused by peri-implantitis. The medical evaluation and the material assessment of all claims concluded that there were no product problems involved in the implant fractures. The statistical evaluation of the non osseointegrated implants show an average aging of 60+ years in the patient population. The gender male/female is equal. Smoker are more often affected by non osseointegration of dental implants however smoking is a known risk situation to reduce osseointegration success rate.